Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 153, 143, 137, 148 and 146 mg/dl. Customer was also concerned with meter to meter comparison tests of 148 mg/dl using true metrix meter and 105 mg/dl using doctor's device; customer stated the tests had been performed am fasting and during a scheduled appointment. The customer¿s expected am fasting blood glucose test result range is 115-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 02/29/2024 and test strips were opened 2-3 weeks prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high readings. No defect found on returned meter. Root cause: rc-061: storage outside specifications. Manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 11-jan-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.